Manufacturer narrative:
Edical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. Confirmatory testing was performed with a gram stain and there was no subculture growth on the plate. Erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "false positive" was this qc, survey or patient samples? Patient. What was the result of the bd test? False positives as reported. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate . Were results reported to a clinician? No. Were any patients treated based on erroneous results? No. Was there negative medical impact to the patient and if so what was it? No. Was there any delay of treatment due to the issue? No. Did patient samples need to be recollected? No. What is the current medical status of the patient? The false positive results were reentered in instrument and completed results as negative.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. Confirmatory testing was performed with a gram stain and there was no subculture growth on the plate. Erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter: "false positive" 1. Was this qc, survey or patient samples? Patient 2. What was the result of the bd test? False positives as reported 3. What confirmatory testing was performed and what was the result? Immediate gram stain from positive bottle was negative and no growth with subculture to plate 4. Were results reported to a clinician? No 5. Were any patients treated based on erroneous results? No 7. Was there negative medical impact to the patient and if so what was it? No 8. Was there any delay of treatment due to the issue? No 9. Did patient samples need to be recollected? No 10. What is the current medical status of the patient? The false positive results were reentered in instrument and completed results as negative

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched and rack was replaced.the complaint is confirmed. The root cause is "unknown". Review of device history record for instrument serial number, (B)(6)is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6)2020. Samples were received in the form of log files. The review of these log files, in combination with the physical inspection on site, led to the determination that the racks should be replaced. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. Bd will continue to closely monitor for trends.